Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on 04/24/2025. It was indicated that the patient used multiple bg meters throughout the same sensor session, which is misuse of the device. According to the patient, on (B)(6) 2025, the patient experienced loss of consciousness. At an unspecified time on the day of event, the cgm was reading 18.0 mmol/l and the blood glucose reading was 1.2 mmol/l. Emergency medical services (ems) was called and the patient was treated with intravenous (IV) glucose 80ml 20% electrolyte solution 500ml. At the time of the report the patient was in good condition. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.